Event description:
It was reported that a revision was performed due to loosening. The first, 2 1/2 years ago, was a knee total endoprothese typ tc plus sb solution. After one year it had to be removed, as it had loosened and an infection was located. A spacer was inmplanted, with antibiotic treatment; septic loosening.